Event description:
For reasons unknown a 71-yr-old pt with dx of chf, respiratory failure experienced 3-4 second pauses without the monitor alarming. The arrhythmia was detected by visual by an ICU rn. Although no direct injury occurred, if the rn had not noticed the arrhythmia, the pt could have gone into full arrest without notice via alarm. Orders were received by the md and the arrhythmia was treated. The MFR was notified. The monitor limits were set at 40 for the lower limit. After the above was noted the limits were changed to 55 and no further problems occurred. Although the limits may have not been set correctly, rptr feels the software should have been programmed to pick up this kind of arrhythmia. Device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other, unanticipated, alarm failure, computer software problem. Conclusion: software/firmware contributed to event, none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: other. Invalid data - on device destroyed/disposed of status.